Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the patient died on (B)(6) 2009 and the device was explanted and returned from an unknown source with no information. The device was analyzed and preliminary analysis revealed no output and no telemetry. Further testing revealed that the no output and no telemetry conditions were the result of lifted hybrid bond wires. The explant date is unknown and further analysis revealed the device reached elective replacement indicator on (B)(6) 2011 approximately two years after the patient's death and no anomalies were found. Contact information to complete follow-up is not reasonably known. Therefore, attempts for additional information cannot be made.

Event description:
The device was returned to the manufacturer, analyzed, and tested out of specification. The patient died approximately five years from pacemaker implant. No further information is available.